Event description:
Reportedly, the programmer bag was damaged after a flight and the programmer cannot be powered on ever since.

Event description:
Reportedly, the programmer bag was damaged after a flight and the programmer cannot be powered on ever since.